Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that while powering on the unit, the display appears to have an error code message data acquisition (da) pcba adc reference failed. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and verified the reported condition. The fse replaced the data acquisition (da) printed circuit board (pcb). The ventilator passed all tests and operated within the manufacturing specifications.